Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received critical pump error on their device. The customer's blood glucose level at the time of incident was unknown. It was reported that the customer was in the water teaching a class when she received the error. It was reported that the device would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with an unexpected open book error message after battery installation and a pump error 35 found at the formatted history file due to corroded electronic assembly also, the motor was found with traces of corrosion. The insulin pump had cracked case on the back at the battery tube area and keypad overlay, minor scratched lcd window and keypad overlay.